Event description:
A site representative reported their open spine clamp has a stripped screw. No further details regarding the damage, or how it occurred, were provided. This was identified while in sterile processing, there was no patient present.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2014. Suspect part has not been returned to manufacturer for analysis.